Manufacturer narrative:
A manufacturing investigation was performed. The mixture is hardened. The manufacturer aap biomaterials analyzed the supplied cement kit in their laboratory. After disassembling of the system no explicit reason for this failure could be detected. The cement was properly mixed, the transfer system was used and in function. The retain samples of the affected batch operates as intended within the specified values. The batch documentation shows no deviation. Possible causes are: pressure against a closed transfer system or too long waiting until the next transfer from the mixer to an application system (viscosity of cement too high). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age or date of birth and weight not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Hospital postal code and telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. DHR review was completed. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 16. Mar. 2016. Expiry date: 31. Dec. 2018. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the vertecem v+ syringe was locked and could not be used during a procedure on (B)(6) 2017. When performing the mixture of the polymer with the monomer, the syringe was locked, preventing the mixture; it could not be used. The mixture hardened in a time less than established according to the surgical technique. Another vertecem v+ was available and used. There was a one hour surgical delay. The patient outcome was reported as stable. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).